Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing jaw issues from wearing the aligners. They were examined by their dentist that recommended they cease aligner treatment due to their acute tmj issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.